Manufacturer narrative:
Isi has not received the fenestrated bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log was performed. Per the review, the following was confirmed: system serial #, device material, lot#/serial #, and event date. The instrument was last used on (B)(6) 2022 on system (B)(4). The instrument had ten uses remaining after last use. No image or procedure video was provided for review. This complaint is being reported due to the following conclusion: it was alleged that the instrument had conductor wire damage during a procedure. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, there was damage on the black cable of the fenestrated bipolar forceps instrument. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 18-may-2022 and obtained additional information. The issue was identified during central processing. The instrument was inspected prior to the last procedural usage, and there was no damage. It was unknown if the instrument collided with any other instrument or tool during the procedure. No image or video is available for review. There was no damage observed in the operating room. There was no loss of cautery and no signs of thermal damage. No arcing was observed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The instrument was found to have insulation damage on the conductor wire. The damage was located at the distal end at the bipolar yaw pulley. There was no material missing and no thermal damage was observed. The internal wires of the conductor wire were not exposed. Electrical continuity was tested and passed.